Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the attachment device was broken. It was further reported that the device would not tighten. There were no delays to a scheduled surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not secure blades. Therefore, the reported condition was confirmed. It was determined that foreign fibrous material was left behind by a cleaning instrument causing the locking mechanism to malfunction. The assignable root cause was determined to be due to improper cleaning, which is a failure to follow directions for use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.